Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode ground ring was missing prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision surgery to have an MRI due to health issues. The recipient's device was explanted. The recipient was not reimplanted. The recipient is doing well.